Event description:
It was reported that clutch error and primary audible alarm event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed battery door was cracked, ac inlet power screw are extremely loose and not connected. There was a check clutch/ plunger lever error and primary audible alarms in event history log (ehl). During functional testing, the technician was not able to duplicate the reported issues. The root cause of the reported issues was determined to have been caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. The technician replaced the interconnect board as a preventative measure for customer stated primary audible alarm error. Battery and battery door were replaced. Device passed all functional and delivery test. UDI# information is unknown.